Manufacturer narrative:
Device eval summary: device eval of battery charge/modem sn (B)(4) has been completed. The reported problem (charger not working) has been confirmed. Upon eval, the power brick connector was bent and would not stay connected to the charger. The cause for the damaged connector cannot be positively determined, but was likely a result of excessive force. Device eval of monitor sn (B)(4) has been completed. The reported problem (monitor resets) has been confirmed. As received, the monitor would not power on. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory had an intermittent connection, which was discovered through the use of a flash memory test. During the flash memory test the monitor produced a segmentation fault. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on (B)(4) 2012. No adverse event resulted from the defective power brick connector and monitor. The pt received a replacement battery charger/modem and monitor. Battery charger/modem (B)(4) manufactured 08/2010.

Event description:
A zoll pt service rep (psr) called zoll customer support to report that a (B)(6) female pt's battery charger/modem was not working and the pt's monitor was resetting. The pt was issued a replacement battery charger/modem and replacement monitor.